Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Visual and photo examination confirmed gouges, impaction wear and the thumb screw was stripped on the guide. Further review found this lot, released for distribution february 26, 2005, had no recorded anomalies. Review of complaint history records confirmed no other reports have been received on this lot. The device was used for treatment. Instructions for use include under the inspection/function section the following warning: "where instruments form part of a larger assembly, check that the devices assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, do not use the device.

Event description:
It was reported that the guide is broken. It is unknown when this event was discovered, but known that the event did not occur during surgery.